Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00437.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump intermittently powered off. The pump was being used a sucker pump. The perfusionist unplugged the power cable and plugged back in. The roller pump rebooted and the unit worked fine. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.